Manufacturer narrative:
According to the reporter, the device is not available for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause cannot be conclusively determined. No corrective action is necessary at this time.

Event description:
It was reported that half of the trailing haptic of an intraocular lens (iol) was severed at the round opening of the haptic-optic junction during implant into the patient¿s eye. The haptic remained attached on the other side of the round opening at this junction point. The iol remained implanted in the patient¿s eye until a later date when the iol was reportedly explanted and replaced with another iol of unknown model and diopter. The explant and replacement procedure occurred at a different facility than the reporting facility. Additional information has been requested but has not been received.